Event description:
The customer experienced a failure to calibrate phenytoin (ptn) with lot fa5154. Patient results were not reported to physicians.there is no indication that patient treatment was delayed, altered or prescribed on the basis of the failed ptn calibration. There is no indication of adverse impact to patients due to the failed ptn calibration.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed customer complaints of imprecision and inaccuracy with ptn flex lot fa5154. Internal testing has confirmed a low absorbance range between the levels 1 and 5 calibrators with this lot resulting in the potential for a positive or negative bias and imprecision across the ptn assay range. (B)(4). The reagent blank absorbance for ptn lot fa5154 may also generate abnormal reaction flags. Siemens issued an urgent medical device recall communication 14-63 dated september 2014 to customers who had ordered ptn lot fa5154 advising them to discontinue the use of the lot. Siemens offered a no charge replacement with a non-impacted lot of phenytoin flex reagent cartridges.